Event description:
The tbm states the mast arrived with concealed damage. The tbm states the whole lift needs to be replaced due to the mast being bent up around the boom and you cannot seperate them (B)(4).